Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Lab disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system 5max ace reperfusion catheter (5max ace) was broken at the hub after being removed from its packaging. The damaged 5max ace was found prior to use and was not used in the procedure. The procedure continued using a new 5max ace.